Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
While reporting issues with calibration errors and lost sensor alerts, customer stated that her blood glucose level was 48 mg/dl. Customer treated the low blood glucose level with juice. No further information was provided.